Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for moraxella contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the device evaluation and the lms final investigation. As a result of reviewing information about the reprocessing method that was provided by the user, the following was revealed. Reprocessing of the endoscope was performed in endostream made by fuji film. Disinfectant solution that was used: unknown. *based on the information that reprocessing of the endoscope had been performed in endostream made by fuji film, it is presumed that peracetic acid formulation ¿escide disinfection solution 6%¿ was used. Defect of the endoscope reprocessor: no information. The culture test result obtained from the user is as follows: sampling date: unknown. Bacterial identification: moraxella bacteria. Number of bacteria: 3 (criteria: equal to or fewer than 20). Where bacteria were detected: external surface. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.